Event description:
A review of service data detected a reportable event. During servicing, battery charger sn (B)(4) was found to have defective connector pins. The last pt to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) is complete. Upon eval, it was determined that the power unit's connector pins were not seated properly in the charger. The root cause for the connector pins not being seated in the connector cannot be positively identified. No adverse event resulted from the defective power brick.